Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged battery compartment, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The dso seal, battery compartment, and lens were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported ¿liquide compartment pile¿. There was unknown patient involvement.